Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod55, patient was found to have no obvious drainage tube in the anterior chamber via slit lamp examination. Endoscopy examination found the iris at the opening of the drainage tube was blocked and laser surgery was performed. Event resolved same day. Device remains implanted.